Manufacturer narrative:
Concomitant medical products: 1642t-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance in the high voltage coil. The rv coil impedance trend has slowly increased over time. The lead remains in use. No patient complications have been reported as a result of this event.